Manufacturer narrative:
On 5/03/2024 the device in question was received into the lab for evaluation. The lab confirmed the customer's reported image issue and found that the device had failed leak testing upon arrival. Upon close evaluation it was found that the auxiliary channel had developed a leak due to a faulty connection of the channel at the control body area. A review of the previous repair record (srn #(B)(4) showed that the following repair: fer902 - flexible endoscope refurbished, light guide tube replaced, insertion tube replaced, ccd chip replaced, cleaned, and focused had been completed, and that the device had passed outgoing qc inspection with no leaks or image abnormalities prior to returning to the customer. That repair had been completed on 04/08/2024. Per the lab technical specialist, it is likely that the auxiliary channel had not been re-attached properly at the control body during the previous repair which led to the fluid invasion and subsequent image failure. To increase awareness and reduce the chance of future reoccurrence, the lab supervisor conducted a training with the applicable repair team to go over the proper technique for the auxiliary channel installation and inspection. No procedure updates were found to be needed, and no qc steps need to be added. To address the customer's concerns the following repairs were performed on the device: cnb901 - control body assembled- cleaned and resealed (190 series), elc902 - video board cleaned and tested (190 series), img900 - major fluid removed (190 series), vch905 - all switches repaired/replaced (190 series), aux905 - auxiliary water channel replaced in light guide tube (190 series), and suc905 - suction channel replaced in light guide tube (190 series). On 5/15/2024 the repaired device passed outgoing qc inspection and was returned to the customer. No further investigation is required at this time.

Event description:
The user facility reported that their device lost its image during a procedure. When the device was reprocessed after the procedure, it appeared to fail leak testing. No patient injuries were reported, however, there was a minor procedural delay while they changed out devices. The device was returned to the lab for evaluation.